Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 3.0 x 20 mm trek balloon catheter was used for pre-dilatation and inflated to 10 atmospheres one time; however, when attempting to deflate the balloon, it would not deflate. With the balloon still inflated, the catheter was pulled to the guiding catheter and then the guiding catheter and balloon catheter were removed from the anatomy as a single unit. The procedure was completed by deploying a 3.0 x 28 mm vision stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.